Event description:
On (B)(6) 2012, a distributor reported that several abl80 flex analyzers were exhibiting intermittent problems with multi-sensitivity errors with ise sensors. Investigations have revealed that there is a potential electronic problem concerning the signal data board (B)(4). Some boards are susceptible to a voltage spike which can induce an error condition. This condition can occur during normal use and without warning and can lead to calibration failures for the ph, pco2, cna+, ck+, cca2+, and cc1- sensor channels. The safety concern is if this condition occurs between calibrations, then it can potentially result in the reporting of incorrect sample results. There have been no reported cases of mistreatment or injuries associated with this issue.

Manufacturer narrative:
Data logs were obtained from the analyzer, and have been investigated. A field safety notice has been sent to end users of abl80 flex analyzers. The letter requests that end users immediately implement either alternative 1 or alternative 2 below: alternative 1: stop the use of all affected analyzers until corrective actions can be performed on these analyzers. Alternative 2: verify proper function of the affected analyzers immediately following every patient sample measurement by measuring a manual qc sample.